Event description:
As reported by our (B)(6) affiliate, approximately 15 minutes post successful tavr, the patient was still in the operating room when there was a drop of pressure. Angiography demonstrated an annular rupture. It was decided to convert to conventional surgery. The rupture was repaired; the sapien xt valve was explanted and a surgical valve was implanted. Four days post tavr, the patient expired. The cause of death was reported as brain damage as a result of cardiac arrest during the conversion to open surgery. There were no patient factors provided. Per report, the native annulus had been well measured and it clearly fit a 26mm valve. The rupture was attributed to calcification in the annulus that may have been pushed by the valve.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, per report the rupture appeared to be a result of the valve displacing the focal calcium. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.